Event description:
Country of complaint: (B)(6). The tube that is stuck into the sponge detached twice when the doctor pulls out the endosponge. No samples available for eval.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2015. Mfg site investigation: eval on-going.

Manufacturer narrative:
Manufacturing site evaluation: no complaint samples were returned. An investigation of the complaint sample could not be conducted. The DHR showed no deviation. The quantity of the batch was 360 devices. The connection of the tube and the sponge is done by a gluing process and an additional knotting with two knots. The knots were checked by a 100 percent visual inspection. The strength of the connection is check by defined sampling plan. All tests were corresponding to the batch. The reverse samples were inspected and samples showed no deviation. Final conclusion: complaint is not justified.